Event description:
It was reported that the patient experienced an increased in charging. There was no device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned in accordance with facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
This report is being submitted to correct the date of event field (b3) in section b.

Event description:
It was reported that the patient experienced an increased in charging. There was no device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned in accordance with facility policy.